Manufacturer narrative:
Concomitant product(s): product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3889-33, lot# va0nwkd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect; "she was still going, her bladder was not draining like it should." She stated that she "felt real full and it was just a dribble." Most of the time she did not feel like she was going to make it and "when she got there it was just a dribble." The patient was given no instructions on when to change settings and how long to stay on them. The morning prior she felt like stimulation was too high, so lowered it a little bit, but then raised it back up. The patient intended to call her healthcare provider (hcp) to get instructions on adjusting. Additional information received reported that the patient no longer had concerns with their device or therapy, as they received assistance. The patient was "doing great."